Manufacturer narrative:
This report is submitted on january 6, 2020.

Event description:
Per the clinic, it was reported that the internal magnet had become dislodged from the implant body. Subsequently, revision surgery was performed on (B)(6) 2019, and the magnet was reposition into the implant pocket. The implanted device remains insitu.